Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately five months post implant, the patient experienced throbbing, lightheadedness with questionable pacer spikes. It was also reported that the right ventricular (rv) lead exhibited a potential pacing frequency issue and the rv lead appeared to be twisted on x-ray. It was further reported that the patient experienced twiddler's syndrome. The right ventricular (rv) lead was revised and the implantable pulse generator (ipg) was placed submuscular. Both rv lead and the ipg remain in use. No further patient complications have been reported as a result of this event.